Event description:
It was reported by the customer that a pyxis medstation es system medication was showing up in cartfill when assigned to pyxis. The customer reported that the user was unable to remove the medication for the patient due to the malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-mar-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. The following fields have been updated with additional/corrected information: b5, d1,d4, d5, e2, e3, g1, h6, h11. Upon investigation of the actual device used in this incident, it was determined that the reported issue was not duplicated, and the patients were discharged. A technical support specialist unable to investigate further since the reported issue did not occur for any other patients. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower medication was showing up in cartfill when assigned to pyxis. The customer reported that the user was unable to remove the medication for the patient due to the malfunction. There were no adverse events or injuries reported based on this event.